Event description:
Following three unsuccessful cavity integrity assessment (cia) test, the physician performed a hysteroscopy which indicated a "perforation at the upper left and right portion of the uterine cavity". The patient was monitored for bleeding. A hysteroscopy as well as a dilatation and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not been returned; therefore, a failure analysis can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Should we receive the complaint device or additional relevant information, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).